Event description:
On 10/25/2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii first anchor pulled out of implantation site. This was discovered during a meniscus repair procedure on (B)(6) 2022. Another ar-4501 meniscal cinch ii was used to complete the case.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not received for evaluation and no photo was provided; complaint not confirmed. The most likely probable cause of the event is attributed to use error due to excessive force when tensioning.